Event description:
A report was received that following an ipg revision procedure (MFR 3006630150-2019-07627) the patient was experiencing a lot of pain at the ipg site. The patient underwent an ipg revision procedure and was doing well postoperatively.